Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient was having a problem with leakage. The change in therapy/symptoms was considered sudden that started a couple weeks ago in (B)(6) 2016. The other day she was out in public and could not make it to the bathroom. There was no trauma or fall that could be related to this issue. The patient did increase stimulation on program 3 to 6.1v. After increasing stimulation she started having pain on the right side of her "lip" in the bike seat area. The patient could not remember if the healthcare professional (hcp) recommended her to keep a voiding diary or talked to her about when she should change programs. It was noted that the patient had a lot of medical problems when she got the device so a lot of information was being thrown at her. Some of the "medical problems" included neuropathy in the legs and feet, undergoing treatment for hepatitis c and hammer toes, and having (B)(6)injections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.